Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was experiencing intermittent paresthesias for 3 months. The patient received a new pump and catheter and it was noted the "old one was blocked." The date the event was first noted was reported as "3 months back gradually." During the revision, the old catheter was left in place and a new catheter and pump were placed. The patient had magnetic resonance imaging (MRI), and electromyography (emg), which were reportedly normal, and the patient had a neurological consult. The pump was being used to deliver morphine and bupivacaine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was six months status post a pump and catheter revision. The reason for the revision, if there was a system issue, the date of the event, patient symptoms, what occurred during the revision, additional actions taken to resolve the event, and patient outcome were not provided. Drug information was not given and it was unknown what drug the pump was being used to deliver. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.